Manufacturer narrative:
The catalog number and lot number are unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the ivc filter is tilted anteriorly at the superior end and contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforated the ivc up to 7mm. Two anterior struts perforate the ivc wall 5mm and 6mm and resides within the soft tissue. One medial strut perforated the ivc wall 6mm and resides within the soft tissue. Two posterior struts perforate the ivc wall 6mm and contacts the l3 vertebral body. One lateral strut perforated the ivc wall 7mm and resides within the soft tissues. There is fractured lateral strut. There is fragmented medial strut fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided. Therefore; no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues or other undisclosed comorbidities. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device. Therefore; no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the ivc filter is tilted anteriorly at the superior end and contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforated the ivc up to 7mm. Two anterior struts perforate the ivc wall 5mm and 6mm and resides within the soft tissue. One medial strut perforated the ivc wall 6mm and resides within the soft tissue. Two posterior struts perforate the ivc wall 6mm and contacts the l3 vertebral body. One lateral strut perforated the ivc wall 7mm and resides within the soft tissues. There is fractured lateral strut. There is fragmented medial strut fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages.

Event description:
Per the implant records, the patient was reported to have a history of pulmonary embolus (pe) and thrombophlebitis and underwent an inferior vena cavogram with insertion of an ivc filter. The left common femoral vein was anesthetized and prepped. Using a micro puncture set a puncture was performed into the left common femoral vein, followed by insertion of a 0.018 guidewire which allowed introduction of a 0.035 guide wire and introduction of a 5 french sheath in the left common femoral vein. Contrast was then injected in the inferior vena cava demonstrating patency of the left iliac system as well as the inferior vena cava. The deployment sheath as part of the trapease filter was introduced which was placed below the renal veins and above the ivc confluence and the filter was deployed. The inferior vena cavogram demonstrated no clots within the inferior vena cava or left iliac venous system. The patient tolerated the procedure well and there was no evidence of complications. Approximately thirteen years and eight months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. About three years later, the coronal and sagittal CT reformatted images were submitted for review of the ivc, filter position, and related findings. The review findings noted the superior end of the cordis trapease ivc filter at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end, and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end, and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. No hemorrhage and no thrombus was seen within the ivc. There is a fractured lateral strut and a fragmented medial strut fracture. A CT scan completed a year and nine months earlier was also submitted for review and used for comparison. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation into organs, tilting of the filter and fractured lateral and medial filter struts retained in the body, becoming aware of these events approximately sixteen years and ten months after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused inferior vena cava (ivc) filter tilt anteriorly at the superior and is tilted posteriorly at the inferior end. All the struts of the ivc filter perforated the ivc up to 7mm. Two anterior struts perforate the ivc wall 5mm and 6mm and one medial strut perforates 6mm and all reside in the soft tissues. Two posterior struts perforate 6mm and contact the l3 vertebral body. One lateral strut perforates 7mm and resides within the soft tissues. There is fractured lateral strut and a fragmented medial strut fracture. The patient reported becoming aware of the events approximately sixteen years and ten months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was pulmonary embolus (pe) and thrombophlebitis. The filter was placed via the left common femoral vein and deployed below the renal veins and above the confluence of the ivc. An inferior vena cavogram demonstrated no clots within the inferior vena cava or left iliac venous system. The patient tolerated the procedure well and there was no evidence of complications. Approximately thirteen years and eight months post implant, the patient underwent an abdominal computerized tomography (CT) scan to evaluate the filter. About three years later, the coronal and sagittal CT reformatted images were submitted for additional review. The review findings were initially reported in the first part of this report. The product remains implanted and unavailable for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc wall perforation may impact adjacent organs. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.